Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including on/off current testing, bench handling, power cycling and functional stress testing without duplicating the report. A replacement device will be sent to the customer. The batteries involved were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.